Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds. This rv lead was repositioned, however, high threshold had recurred in which the physician opted to explant the rv lead. Additional information was obtained indicating that the physician assumed it was the patient condition that caused the high threshold. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicates that the allegation against the lead was not confirmed. Upon visual observation, a blood or body fluid was noted in the helix housing and in the lumen which was due to cuts in the insulation. Moreover, a poly insulation sleeve was bunched in a couple of places. Further, the lead had passed electrical testing.